Event description:
It was reported by service report that the head end jack was reported to be drifting; however, stryker tech could not duplicate the issue. The product meets and performs to spec. There was pt involvement; however, no adverse consequences were reported.